Manufacturer narrative:
Event date corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01926. It was further reported that the promus element stent was also implanted in proximal left anterior descending artery (lad) and not in the mid right coronary artery as previously reported. In (B)(6) 2017, restenosis occurred in the proximal lad which was then treated with percutaneous coronary intervention on the same day. Six days later, the event was considered recovered.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study it was reported that restenosis occurred. In (B)(6) 2013, patient presented with silent ischemia and the percutaneous coronary intervention was performed. Subsequently, index procedure was performed. The 100% stenosed, 55mm in length, bifurcated, diffused, eccentric, de novo, type c target lesion contained a bend below 45 degrees and was located in the mildly tortuous, mild calcified and 2.25 in diameter proximal left anterior descending artery (lad). Pre-dilatation was performed and 2.25x32mm promus element plus stent was implanted at 11 atmospheres. Also, a promus element stent was implanted in mid right coronary artery (rca). Post-dilatation was performed with 0% residual stenosis and timi flow 3 was confirmed. Three days after, the patient was discharged. In (B)(6) 2017, restenosis occurred in the mid rca which was then treated with percutaneous coronary intervention. Six days, later, the event was considered recovered.